Event description:
Info was received that reported a pt was hospitalized on (B) (6)2010, due to an incident of hyperglycemia. The pt was brought to the hosp on (B) (6) with blood glucose of 324 mg/dl. Upon admit he was treated with IV fluids and insulin. Reportedly the infusion set had become broken at the juncture where it attaches to the insulin cartridge. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.